Manufacturer narrative:
Adverse event, outcomes to adverse event: the patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Tests/laboratory data and dates: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. UDI #, PMA/510k #: UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: study name: (B)(6), patient ID # (B)(6). Device evaluated by MFR: during the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, three stellarex catheters were used to treat the target lesion of the left mid sfa. Approximately 56 months post index procedure, the patient was malnourished and experienced adenocarcinoma of the esophagus and expired on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.